Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had leak at site. The customer also reported that the blood glucose reached over 400 mg/dl when having a leak. The customer stated that they changed the infusion set then treated the high blood glucose with the insulin pump. The customer was advised how to prevent leak. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.